Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited over-sensing. No intervention was performed. The patient status was unknown.